Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. (B)(4).

Event description:
It was reported that the physician attempted arteriotomy closure with a starclose vascular closure system after an unspecified procedure. During thumb advancement force was required to advance the first part (about 5cm). After that, it worked smoothly. Closure was achieved with the starclose device. There was no pt injury. No additional info is available.